Event description:
Received a complaint from(B)(6): "patient lapband slip leading to ischemic stomach".

Manufacturer narrative:
No investigation was performed, as the device was not available for investigation. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories in cpr0001 rev d. No correction or corrective action required. The lot history record was reviewed and no discrepencies or non-conformances recorded. Product was manufactured according to specification. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.